Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that after a bariatric (video) procedure, the patient was reoperated due to an intestinal obstruction caused by an excessive bleeding in the anastomosis. One device, two tr45w reloads and five 6r45b reloads were discarded.